Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that the mixer motor on the dissolution unit was smoking and failing the electrical safety test. The biomed reported that the mixer motor had smoke coming from it when it is powered on, and then the machine turns off. The biomed found plastic clogging the recirculation pump head and transfer valve. The biomed cleared the plastic from the pump head and transfer valve and the recirculation pump and motor run, and the spray ball works, but the mixer motor still fails electrical safety. The biomed stated that the machine was not tripping the wall ground-fault circuit interrupter (gfci) outlet. Additional information regarding the reported event was requested, however, to date not provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.